Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2012 and no other similar event has been reported, neither concerning trend has been identified. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 3 year after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market. This report was due on november 27, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the breaker of the specific socket where the heater-cooler system 3t was plugged in tripped. There was no patient injury.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Compressor motor short circuit was detected. The involved device was replaced with a new one at customer site. Functional verification testing was completed without issues and the unit was put in service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.